Event description:
A boston scientific segura 2.4 french stone basket was opened for the case. When tested, the basket malfunctioned due to a frayed spot on the cable. This happened on the sterile field, not inside of the patients ureter. New product was opened and used for the case.